Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI not available for this system at time of filing. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. A representative spoke with the site they confirmed that the site had been using all of the sets without any problems. The issue could not be confirmed.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that a spine clamp was starting to strip.